Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during surgery, the screw couldn't be inserted to the gamma 3 long nail. The surgeon tried to insert the screw many times but the result was the same. Therefore, he implanted the new screw and completed the surgery. As the drill passed through the nail, the surgeon thought this event had some problems with the screw.

Manufacturer narrative:
Referring to product inquiry the locking screw, fully threaded t2 tibia ø5x37,5 mm is stated to be the primary product. No other associated products were reported. Review of the device history records of the affected product revealed no conspicuities in material or manufacturing. The item was documented as faultless prior to distribution. The first thread flanks at the tip of the returned locking screw are considerably flattened, which indicates that the screw had stopped during insertion process without grip in the bone. Why the surgeon had difficulties to insert the screw could not be determined due to missing information; the root cause is unknown. It is possible that the tissue protection sleeve was not in line to the drilled bone hole due to bending forces. A manufacturing related issue can be excluded. Evaluation revealed that the reported event was not caused by a deficiency of the device. Nevertheless, with the information given, the real cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during surgery, the screw couldn't be inserted to the gamma 3 long nail. The surgeon tried to insert the screw many times but the result was the same. Therefore he implanted the new screw and completed the surgery. As the drill passed through the nail, the surgeon thought this event had some problems with the screw.